Manufacturer narrative:
Device was returned and a functional test performed. It was found that the devices would function together, but that they could be made to stick if they were not properly aligned during insertion. An area of displaced metal was noted inside the sleeve. This likely caused the noted interference. It cannot be determined at this time how the device came to be damaged in this manner.

Event description:
Contact reports that during use, the screw extension sleeve would not release from the mating part and became stuck together. As a result, the surgeon had to go from a minimally invasive to an open procedure. There was no adverse patient consequence as a result of this situation. Device #1 see also 1526439-2005-00240.